Event description:
It was reported that the customer was not receiving any alert of alarm that insulin was not being delivered to the customer. The customer's blood glucose was 116 mg/dl. The customer stated that the cannula was bent and not allowing insulin to be delivered. Troubleshooting was declined. The customer stated that he had been experiencing bent cannulas for over a year. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Unit passed basic occlusion test, occlusion test, prime/force sensor system test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted. Unit received with cracked and bleeding lcd glass. Unit received with cracked case at display window corners, reservoir tube, reservoir tube window, reservoir tube lip and battery tube threads. Unit received with severe scratches on display window.